Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open sigmoidectomy, the jaws did not open at the 2nd firing of functional end to end anastomosis. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: can you please clarify ""jaws did not open¿? Was the device not able to be fired (locked-out)? Or, was the device stuck on tissue and was difficult or would not release from the tissue? No information. If the device was closed on tissue how was it removed? No information. No information will be provided.